Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the error 23068 was verified in the error logs. Upon inspection, no issues were found related to the reported problem. The mtm was installed onto a golden system and did not trigger any errors on start up and functioned as expected. Fa installed instruments and drove system in which still no errors or failures were triggered. At this time root cause has not been determined. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors. The surgeon selected recover multiple times and the error reoccurred each time. They selected "disable" to disable the left master tool manipulator (mtml) on console 2. The system logs confirmed motor encoder errors reported by mtml2 yaw axis. The customer completed the procedure with console 1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the procedure was completed using the second console. The issue has been fixed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use.